Event description:
It was reported that complaint mat-alaris pcu 1.5 tubing disconnected. The following information was provided by the initial reporter: material #: 10010453 batch #: 200025755 it was reported tubing disconnected from in-line filter.

Manufacturer narrative:
Correction: the product grid previously showed the pcu as a suspect. This is a concomitant product and is not a suspect. The pcu, if indicated to be connected at the time of the customer event, should be listed as a concomitant product. An MDR was created for this product. This supplemental MDR is created to negate the initial MDR created for the pcu.

Manufacturer narrative:
Medical device expiration date: unknown. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that complaint mat-alaris pcu 1.5 tubing disconnected. The following information was provided by the initial reporter: material #: 10010453, batch #: 200025755. It was reported tubing disconnected from in-line filter.